Manufacturer narrative:
The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. Rse confirmed that the external paddle will need replacement. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was advised to order replacement external paddle to rectify malfunction. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The customer called and spoke with a philips remote service engineer (rse). The device was evaluated by the customer with assistance from rse. The remote service engineer confirmed that the external paddle will need replacement. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer was advised to order replacement external paddle to rectify malfunction. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation.

Event description:
It was reported the unit's external paddles were found to be defective. No patient involvement reported at this time.